Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). Caller reported loss of therapeutic benefit, leading to desire to change groups where they encountered intermittent telemetry issues and therapy shut off. Caller s tated that post implant, they had limited their activities for several weeks and recently had been trying to go back to their normal activities. Caller stated upon doing this, they noticed they were not getting as much relief from the stimulation so they reached out to their rep to see what to do. Caller stated that they rep said to give it a few more days on the current group to see if they notice any improvement but they did not. Caller stated now today they called the rep again and they walked them through changing from group a to group b; caller stated here they encountered telemetry issue/no device found (16). Caller stated they then placed the controller directly on the implant and attempted communication again and it did connect. Caller stated when they changed groups stimulation turned off and they had to manually turn therapy back on. Caller stated the rep told them to call patient services to report all that occurred. Caller also mentioned that twice before the therapy shut off and was later aware that this was because the implant battery was too low (discharge).agent walked caller through resetting the controller and walked caller through communicating controller with implant/changing groups. Agent reviewed possible emi and how to avoid interaction. Agent reviewed how to prevent implant battery from discharging. Caller confirmed successful communication and changed groups without the therapy shutting off. Agent reviewed to discuss symptoms with hcp if they do not resolve with group adjustments. Redirected caller: patient's hcp

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the pt. Pt confirmed that the issue has been resolved. They were taught how to reset the device and informed that it may shut off at 20% battery life.